Manufacturer narrative:
(B)(4). Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation. Reference associate MDR, MFR report # 2016493-2014-00614 for the mother.

Event description:
Maude report stated: "infusion of pre-made pitocin gtt (20mu/500ml ns) started via alaris pump at 2mu/hr with infusion volume set at 450 ml. The pt had a second IV of ns infusing at 125 ml/hr via alaris pump. At 1723: rn was called to room due to fetal tones heard in 90's and questionable deceleration to 00's. Rn repositioned patient and gave a ns bolus (off pump). At 1725: fetal heart tones returned to 125. Rn remained in room and continued to reposition pt and assess fetal heart tones. At 1744: rn discontinued pitocin (pump shut off) and applied 02. At 1810: rn noted that 500 ml bag of pitocin had infused. At 1813: physician was notified and orders for iupc placement given (physician was on-site doing another delivery). At 1843: physician at bedside and vaginal exam of 10 cm and 100% effacement. At 1844: physician orders pt stirrups and for patient to start pushing, fetal heart rate 160's. At 2200: physician discussed options with patient and it was decided to proceed with a c-section. A viable male infant was delivered. Mom and baby transferred to intensive care unit(s) for closer observation."